Event description:
A pt reported blood glucose results of "_9.1_and 3.1__mmol/l" with a lifescan meter, performed within 11-20__minutes of each other. Based on statistical methodolgy, the calculated difference of these glucose results exceeds the expected value of <20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision.